Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Before a procedure, the endoscopic image on the monitor had streaks and sometimes disappeared. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by the following, based on the information that vertical stripes were displayed on the image with the old type endoscope. Foreign material adhered to the inside of the video connector socket of the device, and the foreign material caused an abnormality in the communication of the video signal between the endoscope and the device. An abnormality in the video signal processing transmitted from the endoscope occurred due to a failure of the board that processes the video signal of the old type endoscope. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.